Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a moderate risk of plaque disruption, further described as "sometimes the probe knock down the plaque when insertion and retraction", while using a vascular probe/vascular probe extra supple during coronary surgery procedures. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.